Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion and recurring incontinence are acknowledged within the IFU and is not related to off label use or failure to follow instructions. The reported patient symptoms are a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) was in the hospital for a cardiac procedure and they had a long-term indwelling catheter in place which caused erosion at the cuff location. The patient was also experiencing recurring incontinence. A surgical procedure was performed during which the device was explanted. No additional information was provided.